Event description:
Additional information received from the patient. The patient stated the power was put too high by the clinical nurse. They adjusted the power down. Since then the patient daughter stated their mother started with bleeding in the urine.information also reported in reference number 3004209178-2020-06851.

Manufacturer narrative:
Continuation of d11: product ID 3023 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller stated that ever since the patient has had an ins she has been getting electrocuted in the vagina. Caller stated that the issue persisted with her second ins as well once it was implanted. Caller stated that the pt will turn the device on, but after a period of time the device will start to electrocute her so they turn stimulation off until the issue goes away. Caller stated that these device have always been trial and error and the hcp is consistently resetting the device. The caller stated that the hcp's advice was to turn the device off when the issue started, but the caller isn't sure if the hcp has ever determined why she gets electrocuted. No further complications were reported.